Event description:
Revision surgery due to stem breakage after the pt fell down.

Manufacturer narrative:
So far we received no further info from this customer. We asked to send us the explant, x-ray pictures and the surgical report. As soon as we received further info, we will write a follow-up report. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link lubinus sp ii prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.